Event description:
It was reported following an unrelated procedure where the ipg was not placed in surgery mode and was unable to communicate. With external devices. Company manufacturer met with patient and were unable to reconnect. As such surgical intervention was undertaken wherein the ipg was replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.